Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2025. Subsequently, the patient alleged pain and underwent a revision surgery on (B)(6) 2025. Revision surgery revealed a pe liner breakage.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. Poor bone preparation leading to a misaligned cup and a slightly misaligned stem are possible contributing factors to the device's breakage. In addition, the patient's young age and high physical activity level as a firefighter likely subjected the prosthesis to increased mechanical stress, further contributing to the failure. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.